Manufacturer narrative:
Based on available information following submission of the initial report, this event does not meet criteria for reporting as malfunction. No further reports required. Corrected information was provided in h.6. Correction: on initial MDR the product code a2201 was reported in error it should have been a030205. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there was a plastic ring that came out when the lens was getting ready to be injected.

Manufacturer narrative:
Corrected information was provided in b.5. Additional information was provided in d,9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the haptic was started to go posterior, so the surgeon didn't want to implant lens. There were no patient contact and no patient harm. Additional information has been requested.